Event description:
The customer reported that in twenty-three days of use, air leakage occurred from the pilot balloon. The tube was tested prior to use. A non-routine replacement of the tube was required.